Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (iunihg) fractured inside of the implant. The implant had to be removed. A new implant placement was scheduled. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3 with dcd non-platform switched tapered implant (bnst3210) was received. Visual inspection of the returned product identified that the implant had significant damage, around the collar and the external threads, likely sustained during retrieval process. There was a piece of the fractured certain gold-tite hexed screw (iunihg) stuck in the implant. The implant had presence of bone residue around the threads and the cutting edges. No device lot number was provided so a device history record review and a complaint history review could not be performed. The reported event was confirmed through visual and physical inspection of the returned products. A singular root cause could not be determined.